Event description:
Account said that the auto contour gas cylinder is bent and the head would not lower, it was about 3/4 of the way up. No injuries reported.

Manufacturer narrative:
Repair has not been completed at this time.